Event description:
The holmium fiber (convergent laser technology, model #iodyssey 30 b, 90 degree, manufactured 4/2003) was passed and secured to the drapes by the physician over the pt's left leg which was up in lithotomy. The fiber was inserted into the laser and the laser was turned on. At the same location where the physician secured the fiber, a flame was immediately noted from the fiber, which was broken. This was a new fiber, not reprocessed. This resulted in the drape catching fire. This was very promptly recognized and the flame was extenguished. The drape was removed completely and the underlying leg was carefully examined. There was an additional towel which was beneath the area where the drape had ignited. The towel was intact and there was absolutely no involvement of any of the pt's skin. The leg was re-draped and a new fiber was produced. Using the new fiber, the procedure was completed without incident.